Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 420 mg/dl with high ketones. Suspected cause was due to the customer¿s settings requiring adjustments which resulted in a visit to the emergency room. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg which resolved the issue, and no permanent damage was reported. Caller received assistance in updating basal rate, correction factor, and carb ratio settings, and was advised to consult their healthcare provider whenever settings are updated, which caller understood and acknowledged. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.